Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, myopotential oversensing was noted on the device. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that far p-wave oversensing was also noted on the device.